Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recently delivered an inappropriate shock. Boston scientific technical services (ts) was contacted for review, and it was determined that the shock was delivered due to a poor rhythm morphology, non-physiological artifacts, and over-sensed noise. Ts stated that these observations were likely the result of unstable tissue contact near the sense node b electrode during body movements, an electrode fracture, or other contact disturbances in the connector block of the device. Additionally, the system has had a history of elevated, but still in-range shock impedance measurements. Extensive testing was recommended via provocative maneuvers, isometrics, maneuvers, and diagnostic imaging to assess the system integrity in all three sensing vectors. The patient was subsequently evaluated in-clinic, where there was occasional myopotential noise in the primary and secondary sensing vectors. Due to the suspicion of sense b node artifacts, the device was programmed to the secondary sensing vector. X-ray imaging was also performed, which did not show evidence of an electrode fracture or connection issue. Ts was contacted again and confirmed that the secondary sensing vector would be a suitable option, as there was no evidence of over-sensing and it showed a good sensing morphology. The x-rays were also reviewed, which confirmed that there was no evidence of fracture and the electrode was likely well-inserted into the device header. It was hypothesized that potentially the patient was obese, which may have contributed to the observed artifacts. If no further abnormalities were observed, ts confirmed that programming to the secondary sensing vector was appropriate and recommended continuing to remotely monitor the patient. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.